Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure it was very difficult to obtain adequate transesophageal echocardiography (tee) imaging for the transseptal puncture (tsp). The physician attempted to cross the septum multiple times, likely encountering resistance at a thicker portion of the posterior septum. Successful crossing was eventually achieved, but the trajectory was not good for left atrial appendage closure (laac). A small, circumferential pericardial effusion was noted. A second transseptal puncture was performed under improved imaging guidance. The patient hemodynamics remained stable, and the effusion did not increase in size. The procedure continued with successful deployment of the closure device. Protamine was administered as usual post procedure. The effusion was monitored via tee for approximately 30 minutes, remaining stable at 1.1 cm, with the patient maintaining hemodynamic stability. The physician planned to reassess with transthoracic echocardiography (tte) and proceed with discharge if no changes are observed. The patient is expected to fully recover.